Event description:
It was reported that a surgical procedure was performed to explant the artificial urinary sphincter (aus) due to the patient experienced a possible infection. A surgical procedure was performed to replace the system. There were no further patient complications.